Manufacturer narrative:
Product is anticipated to be returned to manufacturer for evaluation. Upon completion of evaluation, a final report will be issued.

Event description:
"Declot arm graft. After inflating would not deflate. Had to deaccess and start over. Place purse string sutures with tip stop device also to stop bleeding."